Event description:
Customer reported via phone call to have gone to the emergency room on (B)(6), 2015 with blood glucose of 486 mg/dl. Customer was feeling groggy and had diarrhea. Customer was at the emergency room due to hyperglycemia. Customer's test result in the emergency room came back normal and customer was sent home. Customer was wearing insulin pump at the time of hospitalization visit. During troubleshooting, it was found that there were air bubbles in infusion tube. Customer called back to perform high pressure test and insulin pump passed high pressure test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)